Event description:
It was reported by the user facility, the drill continues to run when the pedal of the footswitch is released. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported by the user facility the the drill continues to run when the pedal of the footswitch is released. The user facility was not able to provide any further information regarding the reported event.